Event description:
It was reported that the pump battery was depleting quickly. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. Additionally, it was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer's blood glucose was 216-272 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.